Event description:
It was reported that the insulin pump was taking longer to respond. There was no adverse impact on the customer's blood glucose level. The customer chose not to pursue further troubleshooting, and no additional corrective actions were recorded.